Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that two days following the implant of this transcatheter bioprosthetic valve, coronary obstruction occurred. An attempt to perform a percutaneous coronary intervention (pci) was made to engage the stenosis of the left main (lm) coronary artery. After two hours, the lm was unable to be accessed. An off-pump coronary artery bypass graft (CABG) was performed. A computed tomography (CT) scan revealed the valve was positioned high and the skirt was at 13 mm completely covering the left coronary cusp. No other adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.